Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and force test of the returned catheter. Visual analysis of the returned catheter revealed a reddish material inside the pebax and a hole in the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. Magnetic sensor functionality was tested on carto and the catheter failed, error 106 and 105 was observed. A failure analysis was performed and the catheter was dissected at the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The customer¿s reported force issue was unable to duplicate during the product investigation. However, the blood found inside the pebax area may contributed to the high force reported. The damage observed on the pebax (hole) cannot be related to the manufacturing process since there is evidence that the device was manufactured according procedures, it could be related to the usage of the device during the procedure however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Explanation of codes: investigation findings: membrane were selected as related to the reddish material and hole in the pebax area. Investigation findings: cause not established. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that there were high force display on the carto 3 system when coming on ablation with the thermocool® smart touch® sf bi-directional navigation catheter. The catheter cable was replaced and the issue remained. The with the thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue resolved. The carto 3 system is operating per specifications. There were no patient consequences. The customer¿s reported high force issue was assessed as not reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 3/12/2021, the bwi product analysis lab received the complaint device for evaluation. On 3/16/2021, the complaint device was inspected and it was found with a hole at the pebax and reddish material inside the pebax. This finding of a ¿hole¿ in the pebax was assessed as an MDR reportable malfunciton since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 3/16/2021 and reassessed it as MDR reportable.